Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a product ID tm90t0 (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient (pt) stated that since 9-10 months ago they had a lot of issues both to the handset and the communicator. Pt mentioned they needed to restart the device out of nowhere and it's getting increasingly more fickle", "it will work fine for many many times" then "will just way won't connect" pt needed to restart and will work fine; pt added they would get an error code. Agent mentioned about connection lag issue. Pt mentioned the connection lag at 90% was normal for them; sometimes it stops at 90% or not at all. Pt added that the communicator needs to be charge more often, because the battery runs out; pt added they needed to recharge the communicator 7-10 days and they never had to do this before with previous equipment. Pt did not have the external devices with them but will callback this afternoon with the equipment and to do the troubleshooting. Caller called back stating that they had called the other day but they didn't have the equipment present. Pt noted that this was their 4th pump so they were very experienced with the devices. Pt said that never before had they been restarting the external equipment. Pt said that the communicator charge lasted like 3 months before and now they were lucky if the communicator lasted a week and a half. Agent reviewed. Agent also reviewed case notes with the pt and pt denied that the handset was lagging at 90%. Pt then said however that the handset did wait at 90% before connecting to the pump. Agent reviewed lag with the pt. Pt said that the handset would say something like cannot connect with the programmer or something. Agent guided the pt through clearing the data. Agent guided the pt through connecting to the pump. Pt was able to connect to the pump without any lag or issues. Pt will call back if further assistance was needed.